Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of low battery alarm and bolus not delivered. The customer had multiple high blood glucose readings of 475 mg/dl, 429 mg/dl and 500+ mg/dl. The customer corrected with complete set change. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within specification range. The insulin pump was received with normal operating currents. No unexpected low battery alarm, replace battery alarm or replace battery now alarm off no power noted. The insulin pump had scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.